Manufacturer narrative:
The device remains implanted. Investigation of this event is in progress. Recall of device is underway.

Event description:
It was reported that less than 24 hours after implantation of an intraocular lens (iol) into the left eye, the patient presented with decreased vision, anterior chamber fibrin/inflammation, and hypopyon. The patient was treated with tobramycin 0.3% 1 drop 4 times a day for 1 week, prolensa 0.07% 1 drop 4 times a day for 1 month, dextenza, ciprofloxin 0.3% 2 drops 6 times a day and durezol 0.05% 6 times a day. Based on the findings the surgeon concluded the cause as toxic anterior segment syndrome (tass). In the surgeon¿s opinion, the most likely cause of the event is tass. Patient outcome is uncertain.